Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection of the sample revealed the luer was damaged. This damage likely occurred when the user was disconnecting the luer of the set from the female luer with forceps. The luers were attached to a stopcock, and were tightened until activated. The reported condition could not be confirmed since issue is most likely related to improper usage of the set. It is to be stated that once the luer lock has been rotated and activated, the rotary component is locked in the forward position and this then provides an automatic eject feature upon disconnection. If the luer lock is not rotated until it is activated, the self-ejecting feature will not work which might make the luer lock more difficult to disconnect. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
The customer reported to baxter (B)(6) a blood drip chamber set with 200 micron filter and ball valve in which the hospital could not disconnect the set from the patient. According to the report, the hospital had to use forceps to grip the cover and disconnect the set. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 2 of 4 of the same reported problem from this facility. No additional information is available.